Manufacturer narrative:
No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) buttress/compression unit and one (1) blade/screw guide sleeve from a trochanteric fixation nail advanced (tfna) set got stuck together while inspecting the set at the hospital on (B)(6) 2018. Both devices had no issues when they were put in a jig. However, they got stuck upon trying to take them off the jig and they could not be separated. There was no patient or procedural involvement. The instruments were used in a surgery before without any issues and before being put on the jig displayed no defects. This report is for one (1) buttress/compression nut. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part no.: 03.037.016, lot no.: 9423622: manufacturing location: haegendorf, release to warehouse date: 23.apr.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. The returned buttress/compression nut (03.037.016, 9423622) is included in the trochanteric fixation nail advanced system and used to help with head element insertion. The returned nut was received stuck on the blade/screw guide sleeve (03.037.017, n/a) which was also returned as part of the complaint, which confirmed the complaint condition. Upon inspection of the returned devices it was noticed that the nut and sleeve exhibited deformations, including thread damage, which could have contributed to the complaint condition. Damage: visual (appearance not as expected) flow will be followed. The returned buttress/compression nut (03.037.016, 9423622) was manufactured on 23apr15 and relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The material properties of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material testing is not required. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Considering the post-market state of the returned parts and the complaint condition, a dimensional check of relevant features could not be performed. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Upon inspection of the returned devices it was noticed that the nut and sleeve exhibited deformations, including thread damage, which could have contributed to the complaint condition. It is possible that damage from prior procedure(s) and/or rough handling during use/processing could have caused the noticed thread damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.